Event description:
It was reported that prior to surgery, it was discovered that the compact speed reducer device would not "spin the burrs¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The unit was tested and was found the device did not have rotation. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be damage caused by immersion during cleaning.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.